Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". Potential root cause not identified. Align's clinical review of available records indicates that although the patient wore only 14 aligners with minimal programmed movement for tooth #19 and tooth #19 had a dental crown. No conclusive evidence provided that supports or opposes whether the invisalign system aligners caused or contributed to the reported tooth loss. Based on the available information, the treating doctor reported that the patient required a tooth extraction, and the invisalign system aligners were being used. Therefore, an MDR will be filed in the united states per 21 cfr 803.

Event description:
The treating doctor reported that the patient required the extraction of tooth #19. No additional information at this time.